Event description:
Reported that during treatment with estim operation on ch 3 and 4 on ifc, unit shocked a patient while in use. The patient reported extreme pain. It is reported that there was injury under one or more electrodes and another user stated that she smelled something burning around the unit at this time, however there is no report of burn to the patient. Treating clinician reports that there was no medical intervention or delay in treatment. Device evaluation reports that there was no output for channel 3. It is unclear if the channel 3 fault is the cause of the reported injury. Djo considers any incident with extreme pain as a reportable event.